Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient continuously experienced glare and halos while driving. The clinical reason was intolerance to the lens glare and halos. The intra ocular lens was explanted in a secondary procedure and replaced with atiol lens. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury caused by our company's product. A lens exchange from one power to a different power is an attempt to adjust or fine tune the refractive outcome trying to achieve a desired target when the initial lens calculations did not achieve the intended outcome. There is no reported defect or fault with the lens" the manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received stated that lens was exchanged for different lens of a company. The file has been downgraded to non reportable.